Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported it's been about a week now, the implant in their 'buttocks or left buttock' has been 'burning' like on the inside and the patient's husband told them that it caused 'blister, red and bruise' on the outside of the skin. Pt said they haven't charged the implant because it is not due for charging yet. Agent reviewed patient services role. Agent redirected pt to their healthcare provider (hcp) to further address the issue. Pt said they already contacted the hcp and was told to call patient services. Agent reviewed contacting the field for visibility.